Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer technical support (cts) personnel assisted the customer to replace the peristaltic pump tubing and trim the probe wipe block vacuum line. The customer performed two start-up cycles, verifying the instrument performance. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The probe dripped onto the counter, a volume of less than 1 cc. The probe would only drip at the end of a start-up cycle or when priming the diluent. The operator was wearing personal protective equipment including gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.